Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, 50% stenosis following pre-dilation); failure to follow instructions (stent was handled directly during preparation of the device prior to use). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 50% stenosis following pre-dilation). (B)(4).

Event description:
The physician attempted to deliver a resolute integrity rapid exchange (rx) drug eluting stent to the rca, which was reported to be an eccentric lesion exhibiting 99% stenosis. Procedural notes received from the account confirmed that difficulties were encountered delivering the procedural guide wire and pre-dilation balloon across the lesion. Despite multiple balloon inflations and a reduction in the rate of stenosis to 50% the physician was unable to deliver the stent across the lesion. The damage to the stent struts was noted on removal of the device. No other clinical sequelae reported. Device evaluation: the distal tip was flared. A number of struts on the 7th and 8th proximal segment were raised and deformed.